Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During analysis of the cardiomessenger the observation could not be confirmed. The casing as well as the charging port showed no signs of damage or heat effects. The device could be switched on properly and the battery could be charged successfully. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The power supply of the cardiomessenger was not returned for analysis and therefore could not be examined. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
The powercord was smoking and burnt. Request return device and power cord. No adverse patient events reported. Should additional information become available, it will be added to this file.